Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a vector change had occurred which was due to an inappropriate shock. Paced complexes were noted to be on the smaller side. The physician stated that a cardiac resynchronization therapy device with pacing therapy (crt-p) might be implanted as the patient requires pacing therapy. This subcutaneous implantable cardioverter defibrillator (s-ICD) system was subsequently explanted. No additional adverse patient effects were reported.

Event description:
It was reported that a vector change had occurred which was due to an inappropriate shock. Paced complexes were noted to be on the smaller side. The physician stated that a cardiac resynchronization therapy device with pacing therapy (crt-p) might be implanted as the patient requires pacing therapy. This subcutaneous implantable cardioverter defibrillator (s-ICD) system was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection identified a crack in the adhesive, located in the notch area next to the sense b electrode and extended slightly into the insulation. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.